Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after a suspected therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to impedance variations and high rate non-sustained episodes and oversensing. Additionally, there was an alert for high thresholds on the rv lead. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.